Event description:
It was reported that a spectrum iq pump had on/ off pump cycles with motor on. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an improper shutdown was not reproduced. A review of the event history log revealed a single 'improper shutdown' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.